Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the device involved in this complaint was not available for returned to cirl, therefore a document-based review will be carried out. Document review including IFU review: prior to distribution spsos-7-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for spsos-7-5 could not be complete as the lot number is unknown. It should be noted that the instructions for use (ifu0055-3) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per engineering feedback: (1) ¿user used a 0.025¿ wireguide and the device labelling indicates a 0.035¿ wireguide (product label indicates this) (2) as we don¿t have the stent back and we have no pictures, it is very unlikely that the wireguide came through a side port hole. For this to happen, the stent pigtail would need to have been bent at an acute angle to the stent body to enable the holes to align up enough for a wire to pass through. It is far more likely that the physician met resistance during advancement of the wireguide and forced the wire through the wall of the stent. This has been observed in the complaints lab numerous times with 0.025¿ wireguides. (3) a 0.025¿ wireguide has a cross sectional area 51% of that a 0.035¿ wireguide. This reduction in cross sectional area will have a large bearing on the ease at which it may be forced through the wall of the stent. Therefore, by using a 0.025¿ wireguide the chances of piercing the sidewall increases dramatically. (4) the IFU (ifu0055) supplied with the product is used on stents that are supplied with and without the component that is known as a flap protector/pigtail straightener. This product is not supplied with one and never was. On single pigtail stents, it is not necessary to use a pigtail straightener as the stent is loaded from the straight end. Design verification testing has proven this out. (5) the wireguide itself plays a big part in this complaint. We have no idea as to its condition, however based on it coming through the stent wall and subsequently the glove and then the finger of the physician, there is a strong possibility that its tip may have been defective/jagged. To automatically assume that the wireguide was in perfect condition would be misguided. If we put together the information in points 1-5, one could come to the conclusion that the decision of the user to use a 0.025¿ wireguide in substitution of a 0.035¿ had a large contributing factor in there subsequent injury.¿ summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence, however, the physician perforated his thumb with the wireguide. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations, "the physician was using .025 inch wire guide (visi glide) and when he put the wire thru the pig tail stent, the wire came thru one of the side hotes of the stent, where his gloved thumb was. The wire went thru the physicians thumb and perforated the physicians thumb. The physician is concerned that this is a safety risk. He indicated the boston scientific device has a device with a sleeve for protection. The physician went to the occupational nurses office at the hospital and went thru the facility's process of addressing his thumb as this wire guide was used in a patient."